Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. Additional information stated that on (B)(6) 2013, this lead was dislodged which caused loss of capture. The physician decided to move the lead into right ventricle. The physician was dr.(B)(6) at (B)(6) hospital. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).